Event description:
It was reported that in one (1) unit of a minicap the iodine was dried out. This event was further described as "the minicaps were dried out and not deemed usable". This was noted before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: it was reported that the iodine of an unspecified quantity [previously submitted as one (1)] of minicaps was dried out. Additional information: d1: brand name, d4: catalogue #, d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, g1: device manufacturer name, g4: PMA/510k # or bla #, h4: device manufacture date, h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.